Event description:
The hcp reports the patient was having an issue with the pump and programmer. The patient was not receiving the bolus. The patient reported it was not locking him out, and that he was unable to get boluses. The patient was in for a refill (B)(6) 2013 and there was no concentration changes at that time. The patient had sent a fax to the hcp stating that the ptm was not seeing the pump. The patient felt the pump ¿was going out of wack¿. Per the hcp the patient changed the batteries, tried moving the antenna, and have not been able to get it to communicate with the pump. The patient is not with the hcp at the moment. The hcp was going to have the patient contact the manufacture and also set up an appointment to have the patient come in. The pump was used to deliver fentanyl, clonidine, bupivacaine, and prialt. Additional information reported the patient stated the ptm ¿it¿s periodically not working with the antenna¿ and has been locking the patient out. The patient showed the hcp the day before yesterday and indicated the patient could try it in 2 hours. The patient stated that yesterday at 3 pm was the last time he was able to get a bolus successfully. The patient did try it with and without an antenna and both attempts were unsuccessful, getting the poor communication screen. Per the patient the ptm had not gotten wet or dropped and new alkaline batteries were tried. The problem was still persisting.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results of the programmer revealed no anomaly. Antenna jack resoldered for preventative maintenance.